Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model # m-4800-01, serial # (B)(4)); smartablate generator (model # m-4900-07, serial # (B)(4)); smartablate pump (model # m-4900-08, serial # (B)(4)); lasso catheter (model # d-1343-01-s, lot # 17265205l); soundstar catheter (model # m-5723-12, lot # unknown); cs bidirectional webster catheter (model # d-1263-07-s, lot # 17261624m). (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was noticed as the patient's blood pressure dropped and was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 800ml of fluid was removed. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. The patient received anticoagulation during the procedure and it was maintained at 350s. A transseptal puncture was done with a brk 71 cm needle. The patient did require hospitalization as the pericardiocentesis tube had to be drained hourly. There were no error messages observed on biosense webster equipment during the procedure. Settings during the event include: irrigation flow setting 30 ml / 8.5 f sl2 sheath was used. The physician believes the cause of this adverse event is procedure related due to the transseptal puncture. However, in taking a conservative approach this complaint is being reported under the bwi ablation catheter as the catheter was also in the patient during the event. It was also reported that during the same case univu mapping issues occurred on the concomitant carto 3 mapping system. Additional information confirmed that the mapping issue did not contribute to the adverse event. This event is not indicative of a reportable event as it is highly detectable and poses low risk to the patient. During the same case, bubbles in the smartablate tubing were not detected by the smartablate pump; therefore the bubble issue will be reported under the smartablate pump (manufacturer's ref. (B)(4)). However, additional information confirmed that the bubble malfunction did not contribute to the adverse event.